Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the lead would not properly affix to the epicardial tissue. Proper threshold and sensing measurement were not reached. The physician decided to remove and replace the lead. Optimal values were obtained with new lead. Patient was stable post procedure.